Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-08184. It was reported the pt was having ineffective stimulation coverage since implant and hence, had a lead revision on (B)(6) 2013 to address the issue. The physician repositioned one lead and the pt had effective stimulation post-operatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.